Event description:
This is report 1 of 2 for (B)(4). It was reported that during an anterior cruciate ligament (acl) repair procedure, it was found that after the first firing, two plates on the truespan 24 degree peek device were deployed simultaneously. A replacement device was used to continue the surgery, but the same issue occurred again. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d4, h4: the device manufacture date and expiration date are currently unavailable. Therefore, the UDI is incomplete. E1: the reporter¿s complete facility address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the first plate deployed. The deployer had signs of use and does not show structural anomalies. The red trigger was found in a normal shape. The white sleeve was deformed and cracked at the distal end. The needle was deformed. No other anomalies were noted. A functional test was performed to the second plate. The red trigger was fully squeezed, the second plate was successfully deployed, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was not confirmed as the observed condition of the truespan 24 degree peek would have not contributed to the complained device issue.¿ based on the investigation findings, the potential cause for the needle condition could be traced to the procedural variables, such handling of the device or product interaction during procedure: it is possible that when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, the needle was leveraged, therefore causing stress and a mechanical deformation which can have caused to damage to the needle. The potential cause for the sleeve condition could be traced to failure to use a malleable graft retractor. As per instructions for use (IFU), during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: update: d4, h4: expiration date, primary UDI number and device manufacture date added. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.